Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results generated by unicel dxc 600i access 2 immunoassay system for two patients. The results were reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range, and corrected reports were sent out. The customer stated there was no known impact to patient treatment associated with this event.

Manufacturer narrative:
Samples were collected in 13x100mm lithium heparin plasma tubes with gel separator, and centrifuged at 3600 rpm for 10 minutes at room temperature. Qc at the beginning of the shift was within the established ranges. The customer did not report any result flags or event log messages associated with this event. A bci field service engineer (fse) was on site on (B)(6) 2010. The fse removed and checked the analytic unit. The fse found that peritubing was impeded by the motor wire. The fse replaced precision pump belt, stator and seals, and peristaltic tubing. The fse also readjusted the motor wire and tie wraps. The fse performed a system check, qc, and verified hardware. All results were within the specifications. Hardware is the suspected root cause for this event.